Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming of the rv lead was performed, and the patient was intubated and on a ventilator. Additionally, the ra lead was functioning appropriately with large p-waves and the appearance of undersensing was due to appropriate non-sensing of far-field r-waves.

Manufacturer narrative:
Continuation of d10: product ID 5076-45 (pjn2950587); product type: 0270-lead-lv-pace; implant date (B)(6) 2012; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing on non-sustained ventricular tachycardia and ventricular fibrillation (vf) treated episodes, possibly delaying detection/therapy. The patient coded. In addition, the right atrial (ra) lead exhibited undersensing on stored episodes. Both leads remain in use. No further patient complications have been reported as a result of this event.